Event description:
A physician reported that a patient's vns programmed settings appeared differently between his m3000 v 1.0.2.4 and m250 v11 tablets. The physician reported that the patient's normal mode output current appeared to be 1.5ma on the m3000 tablet and 1.75ma on the m250 tablet. The physician had experienced issues interrogating the patient's device using the m3000 tablet and was unable to observe the programming adjustments made with m3000 on the patient's device after the fact, prompting him to use the m250 tablet to make the programming adjustments. A company representative indicated that the programming discrepancy may have been a result of the physician not officially completing programming events with the m3000 tablet. Programming history was reviewed for the patient's device. It was identified that the m3000 and m250 tablets had been set to different times. The data was sorted by operating time. The m3000 tablet was first used to interrogate and program the patient's device. The settings after both events appear to be the same as the patient's incoming settings which were programming two months prior. The physician then used the m250 tablet to interrogate, program, and reinterrogate the device. The output currents upon initial interrogation with the m250 tablet were 0.25ma higher than the patient's settings after the programming event with the m3000 tablet. The programming event with the m250 tablet appeared to intentionally change the patient's output currents to 0.25ma higher than their previous values. No additional relevant information has been received to date.

Event description:
Additional programming data was reviewed for the patient's device. It was determined that multiple intentional programming events were completed for the patient's generator by the m3000 programming software but appeared incomplete due to communication difficulties with the programming system related to electromagnetic interference. Thus, the tablet displayed the original settings to the user. When the patient's generator was interrogated using the m250 tablet, the truly updated settings were displayed to the user. The device history records were reviewed for the m3000 tablet and revealed that the device met all specifications for release prior to distribution. The device history records were reviewed for the m2000 programming wand, which accompanies the m3000 programming software, and revealed that the device met all specifications for release prior to distribution. No additional relevant information has been received to date.